Event description:
New information received notes that the pacemaker was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the emergency department for other reasons with a pacemaker that exhibited premature battery depletion. Battery had depleted within two years of implant. No interventions performed but replacement scheduled for the future. Patient was stable.

Manufacturer narrative:
Reported event of premature battery depletion could not be confirmed. As received device was at end of life (eol) level. Device was cut open and manual measurements performed, all measured data was withing specification. Device battery was sent to external for full analysis and no battery anomaly was noted. A longevity calculation was performed, and device was found to have appropriate longevity remaining based on provided data.